Manufacturer narrative:
H10: internal complaint reference : (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify t1 is in the correct position prior to packaging. A clinical review states that the definitive clinical root cause of the reported adverse event cannot be determined. Therefore, the causal relationship between the smith and nephew implant and the reported adverse event cannot be confirmed. The implantable t1 implant was left secured inside of the patient, therefore, micro-motion and or migration of the retained t1 is unlikely. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: correction in b1 and h6 (health effect: impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the fast-fix 360 curved was missing the t2 anchor. T1 implant was deployed and could not be removed from the patient´s body, it was left secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.